Manufacturer narrative:
H.6. Investigation: three open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No.,cat. No. 320559. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula was observed on all three samples. No foreign matter was observed. Due to the condition the samples were returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported that 3 bd micro-fine¿+ pro pen needles had plastic membranes stuck to their non-patient ends, and medicine couldn't be delivered as a result. The following information was provided by the initial reporter, translated from japanese to english: "a plastic membrane was adhering to the needle npe and the drug solution didn't come out."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 bd micro-fine¿+ pro pen needles had plastic membranes stuck to their non-patient ends, and medicine couldn't be delivered as a result. The following information was provided by the initial reporter, translated from (B)(6) to english: "a plastic membrane was adhering to the needle npe and the drug solution didn't come out."